Manufacturer narrative:
Device evaluation summary: the monitor sn (B)(4) and belt sn (B)(4) have not yet been recovered from the field. A review of the downloaded software flags on the day of the event was performed to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death. Device manufacture date: monitor: 10/09/2014, electrode belt: 01/08/2014.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away at home while wearing the lifevest. The patient was reportedly discovered by a zoll representative and the police. Review of the events occurring around the patient's death reveal that the patient received seven shocks due to oversensing and multiple counting of small cardiac signal, along with motion artifact contributed to the detections. The rhythm at the time of the shocks was sinus tachycardia around 120bpm with motion artifact. A non-treatable rhythm was then detected after the event. The response buttons were not pressed during the event. The time of the patient's death is unknown. There are no alleged deficiencies against the lifevest. There is no information to suggest that the lifevest caused or contributed to the patient's death.